Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the ipp was removed and replaced with a tactra malleable prosthesis. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient didn't like the mechanical action of the ipp, found it difficult to use. There were no patient adverse effects.